Manufacturer narrative:
Summary of evaluation: the tibial and patellar components can not be evaluated for the reported wear as they have abben returned to co but rather have been retained by the pt. A review of the device history records for these components was not possible as the lot codes have not been provided. Attempts to obtain catalog numbers and lot code information have been unsuccessful.

Event description:
Revision surgery revealed polyethylene wear of the tibial insert and patella. The fixation pegs had also sheared off the patella.